Manufacturer narrative:
The insulin pump was received with currents in specifications. No unexpected low battery alarm. No unexpected restart alarm. Unit passed unexpected restart error alarm test. No button error alarm. Unit received with intermittent button response due to moisture damage keypad trace. No unexpected restart anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was 138 mg/dl. Troubleshooting was performed. The device was returned for analysis.